Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 2 patient samples tested on a cobas 8000 e 602 module. One patient had a reportable malfunction for elecsys ft4 ii assay (ft4 ii) and one patient had a reportable malfunction for elecsys vitamin b12 immunoassay (vit b12). Patient 1 initial ft4 ii result was 1.43 pmol/l. The patient sample was repeated on the same analyzer with a result of 15.63 pmol/l. The patient sample was run on another analyzer with a result of 15.36 pmol/l. Patient 2 initial vit b12 was <36.9 pmol/l. The patient sample was run on another analyzer with a result of 449 pmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The ft4 ii reagent lot was 24682501 with an expiration date of 30-jun-2018. The b12 ii reagent lot was 26420805 with an expiration date of 31-may-2018. The customer was using rack adapters. The field engineering specialist found that the measuring cell was last changed in feb-2017 and was due for replacement. He replaced the measuring cell.

Manufacturer narrative:
Qc results following the change of the measuring cell were acceptable. There have been no further issues reported following the replacement of the measuring cell. The measuring cell was confirmed to be used passed 100,000 test counts.

Manufacturer narrative:
The field engineering specialist ran performance testing with acceptable results.